Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2025 that the patient's surgeon had to perform a revision on the patient due to skin erosion with exposure of the sp battery. During the revision surgery on (B)(6) 2025, surgeon performed a limited procedure to cover the sp. Surgeon confirmed a sterile dehiscence; no infection was noted. Patient/clinical history with emc: (B)(6) 2007: implant. (B)(6) 2008: audiogram. (B)(6) 2010: battery change. (B)(6) 2010: fitting post battery change. (B)(6) 2014: battery change. (B)(6) 2014: battery change. (B)(6) 2018: battery change. (B)(6) 2023: battery change. (B)(6) 2025: revision.

Manufacturer narrative:
The patient's surgeon observed a sterile dehiscence of the patient's implanted battery, due to skin erosion by atrophy. Surgeon conducted a limited revision surgery to cover the sp in order to resolve the issue. Manufacturing records were reviewed on 08-apr-2025, no issues related to device sterility were observed.